Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted, that the right atrial (ra) lead exhibited over-sensing of noise. Which resulted, in inappropriate mode switch episodes. The ra lead was capped and replaced on (B)(6) 2023, during a scheduled lead revision procedure. The patient was in stable condition throughout.